Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 2.50mm x 28mm promus element stent was advanced but it was not able to cross the lesion. The device was removed through the unspecified guide liner and guide catheter. The target lesion was predilated using an unspecified balloon catheter and the 2.50mm x 28mm promus element stent was again used but it was noted that the distal edge of the stent flared. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The stent was damaged at the proximal side. Struts of the most proximal row were pushed distally over the second row of struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 2.50mm x 28mm promus element stent was advanced but it was not able to cross the lesion. The device was removed through the unspecified guide liner and guide catheter. The target lesion was predilated using an unspecified balloon catheter and the 2.50mm x 28mm promus element stent was again used but it was noted that the distal edge of the stent flared. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.